Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 230 mg/dl, and the meter bg reading was 700 mg/dl. Reportedly, the customer was hospitalized for diabetic ketoacidosis and treated intravenously with saline and insulin. The customer was released from the hospital on (B)(6) 2020 with issue resolved and permanent damage. A replacement sensor was sent to the customer.